Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance. The physician feels that the high impedance is due to the battery depleting or fibrosis but the generator is at ifi- no so it is not at end of service. The patient may be having an increase in seizures. The patient did not have their generator turned off when the high impedance was seen. X-rays were received by the manufacturer for review. Based on the x-rays images, the cause of the reported high impedance could not be identified but the lead pins were confirmed fully inserted in to the connector block. No interventions are currently planned and they will see the patient back in a few months. No further information available for increase in seizure as patient general state is fine. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No nonconformances were observed.